Manufacturer narrative:
Product event summary: the data files and afapro28 with lot number 07228 were returned and analyzed. The patient data files showed at least 11 injections were performed with catheter afapro28/7228 without any issue on the date of the event. The patient files confirmed system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." In injection six on the date of event. Visual inspection was performed for the balloon catheter. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.75 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The heat shrink was not heated and using a multimeter, a continuity test for pin four to the leak detection wire inside the balloon segment failed. In conclusion, the reported 50005 system notice was confirmed through data analysis for the event date and the balloon catheter failed the returned product inspection due to a kink/twist observed on the guidewire lumen and from an electrical crosstalk confirmed at the the electrical connection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.